Manufacturer narrative:
Corrected data: upon further review, it was noted that in the initial MDR section h6: medical device problem code 3020 - scratched material was addressed inappropriately. Therefore, this supplemental filing is to correct the comment initially entered and the correct medical device problem code is 1069. Additionally, in the initial MDR h10 h3-other (81) indicated lot or serial number. This supplemental filing is to correct the comment and state serial number: section h3-other (81): the device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. The following section has been updated accordingly: section h6: medical device problem code: 1069 lens damaged. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It is reported that the intraocular lens ( iol) ar40m from an unknown diopter a small centrally located cracked and the iol did not unfold, the surgeon will assess visual significance and may or may not explant. The customer do not want to provide more information.

Manufacturer narrative:
Section a2, a3, a4, a5: information unknown/not provided. Section b3: date of event: unknown/not provided. Section d6a: if implanted; give date: unknown/not provided. Section d6b: if explanted; give date: unknown/not provided. Section e1 telephone : (B)(6). Section h3-other (81): the device was not returned for evaluation and the lot or serial number (use either lot or serial whichever is applicable to the product) for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.